Manufacturer narrative:
Device problem code grid updated.

Event description:
It has been reported to phillips that device powered down during use.

Event description:
It has been reported to phillips that device powered down during use.